Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient remained hyperopic and experienced elevated iop. The lens was explanted. The cause of the event was reported as use error. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.